Event description:
Olympus (oekg) was informed via service inquiry that the customer high-definition autoclavable camera head has a ¿cable break (location of the head¿. The reported problem was found during an unspecified procedure. The procedure was completed using the same device. There was no delay/extension of the procedure. No death, injury or harm was reported. The camera head will be returned to olympus for repair.

Manufacturer narrative:
The subject device has not been returned to date. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was evaluated, and a defective cable was uncovered. The damaged component was thought to have caused the broken image. A review of the device history record (DHR) found no deviations that could have caused or contributed to the broken cable. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause was not established, however, it is probable that the image failure occurred because of a communication problem between the endoscope and the processor. This was likely caused by the faulty cable. The cause of the fault was unknown. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the subject device was inspected prior to use of an unknown procedure, no abnormalities were observed. The device will be returned to olympus for evaluation.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the event (b5).